Event description:
Philips intellivue picix central station failed, screens blank without patient data, no centrally managed alarms, no patient data flowing to epic. Patients monitored with telemetry packs were no longer seen anywhere and had to be switched to bedside monitors. Monitors at bedside continued to function with local patient parameters recorded, and local alarms only. Required restart of central station to correct. Failure of these central cardiac monitors has occurred dozens of times across multiple patient care units on two campuses over the past 12 months with inability to see patient rhythms requiring multiple physical interventions by it or biomedical staff. The intermittent failure rate occurrence ranged from multiple times per week to monthly. Additional nursing staff was required to monitor patients locally in the rooms because no alarms were seen or heard beyond the bedside monitor. Risk identified with potential to miss patient cardiac event or deterioration. Questionable stability and potentially defective components are suspected by both fairview and philips teams. It and biomedical engineering on-site support was required to restart the central monitor pc. Correction required on site it reboot of the central station pc. The events have been documented and shared with philips. Philips pulled monitor event logs for analysis and philips has submitted data to their engineering and development teams for further analysis and root cause determination.